Manufacturer narrative:
Coopersurgical, inc. Is currenlty investigating the reported condition.

Event description:
Black specs coming off probe tip. Fs log# (B)(4). N20 retinal prb curved 125 (B)(4).

Event description:
Black specs coming off probe tip. Fs log# (B)(4). 1216677-2022-00221-1 n20 retinal prb curved 125 e-complaint(B)(4).

Manufacturer narrative:
Investigation . Review DHR inspect returned samples. *analysis and findings complaint (B)(4). Distribution history: the complaint product was manufactured at csi on 03/08/2022 under work order (B)(4) and sold on 03/15/2022. Manufacturing record review: DHR-317065 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no service history record found for this product. Historical complaint review: a review of the 2-year complaint history did not show similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint product revealed physical damage. The tip had material build-up and was tarnished. There was a hole in the silicon tubing. Functional evaluation: complaint unit was functionally evaluated and found to not function properly. Root cause: the root cause of this issue has been attributed to the customer not cleaning the tip properly. Corrective actions. The tip was cleaned and polished. The silicone tubing was replaced. The unit was tested and found acceptable. The unit was returned to the customer. Coopersurgical will continue to trend this complaint condition. No further training required at this time. *was the complaint confirmed? Yes.